Event description:
It was reported that the patient was experiencing difficulty connecting the remote control to the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively.